Manufacturer narrative:
Date of event was reported to be three weeks prior to date this report was received by the manufacturer. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. The treatment included injections of vancomycin (1 gm, route and frequency not reported) and amikacin (250 mg, route and frequency not reported). Action taken with pd therapy was not reported. Approximately three weeks after onset, the treatment was stopped and the patient had recovered from the event. No additional information is available.